Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 249mg/dl. Troubleshooting was performed. It was stated that the device was not exposed to a high magnetic field. The displacement test was performed and the test failed twice. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform functional testing. Motor error alarm and excessive no delivery alarm due to prime anomaly. Motor passed motor test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.